Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n129205002, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving morphine (10 mg/ml at 0.334 mg/day) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and degenerative disc disease. It was reported that the patient experienced withdrawal symptoms. The event date was unknown. The pump logs were checked and were normal. A dye study was attempted but was unable to be completed due to an inability to aspirate the catheter. A catheter revision was planned for (B)(6) 2018. There were no environmental, external or patient factors that may have led or contributed to the issue. The issue was not considered resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported. Additional information was received from a health care provider via a device manufacturer representative on (B)(6) 2018. It was reported that the cause of the inability to aspirate the catheter was not determined. No further complications were reported.